Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, the device was found to be in back up vvi (bvvi) mode. Abbott technical support was contacted, however, the device was unable to be successfully reprogrammed. No additional intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.